Event description:
It was reported that the patient implanted with this pacemaker system presented to the facility due to a fall and dizziness. Device interrogation was unsuccessful. This pacemaker remains in service. No additional adverse patient effects were reported. It was noted that the patient recently had coronary artery bypass graft (CABG) surgery.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.